Event description:
It was reported that during a shoulder procedure the magnum 2 anchor would not load sutures, the anchor could not be used and it was not implanted in the patient. A competitive anchor was used instead. No significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2035907 found no non-conformances or anomalies during manufacturing process related to the reported event. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that further patient impact is not anticipated as no significant delay and no patient injury was reported. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: improper suture loading. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.